Event description:
Pt reported the vibro-alarm on the infusion device is defective and an e7 electronic error appeared at the start-up. The infusion device was requested for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at the time. If further info is obtained, it will be provided in the supplemental report.